Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The consumer did not provide any contact info; therefore, no f/u could be conducted. (B)(4).

Event description:
A consumer reported experiencing halos, glare and blurry near vision following bilateral intraocular (iol) implant procedures. The lens in her right eye was exchanged with another iol (unk model). The consumer reported her vision in the right eye is better, halos and glare have diminished, but she still experiences blurry near vision. The consumer did not provide any contact info; therefore, no f/u could be conducted. There are two medical device reports associated with this event. This report is for the right eye.